Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient experienced difficulty charging of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system, and that it was shifting in the pocket. An x-ray was performed which confirmed the ipg had flipped in the pocket multiple times, and that the lead extensions were tangled up. The patient underwent a revision procedure, and it was noted that the sutures that were utilized to tack down the ipg were broken, the pieces were removed, the lead extensions were untangled, and the ipg was resutured into the pocket, and is doing well post operatively. No devices will be returned as they all remain implanted.